Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: although the result of reproduction was confirmed, the suggested event of ¿noise was generated, and blackout occurred¿ was not recognized for the actual device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by an abnormality of the power environment, or the peripheral equipment side including the system, or connection failure of the scope. However, since recurrence of the issue was not observed, the root cause could not be determined. This supplemental report includes information added to d9, h3 and h4. Also, a correction has been made to g2. Information added to g2 that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when the endoeye flex deflectable videoscope was plugged into the video system during pre-use inspection, horizontal noise occurred and the screen blacked out. The issue previously occurred and the scope and video system were returned for repair; however, the image issue was not able to be reproduced. The same issue occurred after the scope was used for three cases. The video system was used successfully with another scope. The unknown therapeutic procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.